Manufacturer narrative:
The device was returned and a thorough investigation was completed. A visual inspection found the device's catheter completely separated from the pump motor housing; confirming the reported issue. A DHR was conducted and found no manufacturing issues or reworks associated with this pump lot. The root cause of cannula detachment is attributed to the pump being trapped in the graft while pulling back the device.

Manufacturer narrative:
The impella ld was returned an investigation is underway. A supplemental MDR will be filed, upon completion.

Event description:
The complainant reported a (B)(6) white male patient presenting with cardiomyopathy for hemodynamic support with the impella ld. During device removal, the cannula became trapped within the graft and separated from the device. While no surgical intervention was required, the physician manually manipulated the component through the graft and out of the patient. The graft was trimmed and sutured closed without issue. The patient was stable, thereafter.